Event description:
It was reported that during a lobectomy procedure, the staples of the proximal part were malformed. When the tissue was cut with scissors, bleeding occurred. Add'l suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 02/06/2009. Info anticipated, but unavailable at this time.